Manufacturer narrative:
The country of origin (B)(6). Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The sample was requested for further investigation, but there was not enough sample volume left to complete the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hbsag ii results from the cobas e 411 immunoassay analyzer serial number (B)(4) compared to the fuji rebio method. The customer believed the fuji result to be correct. The questionable results were reported outside the laboratory.